Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 3 possible false positive sars results. Customer states they were diagnosed covid positive and prescribed paxlovid. After completion of the paxlovid the customer began testing positive with faint lines on october 5th. Confirmation testing was not performed.